Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received security alert. The customer reported no adverse event. The event involved product(s) mmt-8061. Unable to resolve with existing troubleshooting or labeled instructions. Issue was escalated with ticket number (B)(4). No harm requiring medical intervention was reported. No product return is required for mmt-8061.

Manufacturer narrative:
Complaint assessment summary according to inpen requirements, if a user has developer options enabled, the inpen app will display a security warning to the user. Therefore, research and development asked technical to support if the user had developer options turned off or on in order to determine if the issue was due to expected behavior or not. Technical support responded that the user did not have developer options turned on. Research and development then advised technical support to have the user upgrade the inpen app from 7.1.1 to 7.2.0, as there is a known issue with 7.1.1 where the app displays the security screen even when developer options are not turned on. After this, there was no confirmation from technical support that the user updated their app version to 7.2.0. The most likely root cause is that the user was affected by the known issue found in inpen 7.1.1 where the security screen would display even though the user did not necessarily have developer options turned on. Research and development has concluded that the user was affected by the known issue in inpen 7.1.1 where the app displays the security screen even when the user does not have developer options enabled. An upgrade to 7.2.0 will fix the issue. There was no further communication from technical support, so research and development was not able to confirm if the user updated the app and that the problem was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
This case has been downgraded to non reportable as sw01 is not reportable on inpen app.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.